Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received via synthes: failure of a carbon fiber-reinforced polymer implant used for transforaminal lumbar interbody fusion. Sardar, z and jarzem, p n=1: cage breakage in situ. Post op pain. 4 screws loosened post-op.